Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was not known. The customer had been moving all day and was perspiring. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent esc and act button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly during visual inspection. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip and a missing end cap sticker.